Event description:
It was reported, the patient had a loss of therapeutic effect. It was noted, the patient was unable to turn on their implantable neurostimulator (ins). It was reported that one night prior to report, the patient tried to charge their device and only got the ¿poor communication screen¿. It was noted, the last time patient felt stimulation was 3-5 days prior to report and the last successful recharge was ¿about 4 weeks¿ prior to report, around 2014 (B)(6). It was noted that the patient had a neuroma removed in (B)(6) 2013 that was located above the ins and the device worked fine after the surgery. It was reported there had been no falls or trauma. It was noted that the patient had been charging ¿too much¿ so they had a reprogramming session with their manufacturer representative or health care provider (hcp). It was noted, the patient repositioned the antenna several times and every attempt was unsuccessful except one which show the ¿ins battery full icon¿. It was noted that the patient was unable to communicate with the patient programmer. It was further reported that the poor communication screen was displayed when using the patient programmer with or without the antenna and with the implantable neurostimulator recharger (insr). It was noted that the patient was unable to adjust stimulation. Information omitted pertaining to related event (B)(4) ¿ ins moved several times. Additional information received reported the patient had an appointment with the health care provider (hcp) or manufacturer representative on 2014 (B)(6) and it was decided the device would be replaced.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3550-29, lot# n135464, implanted: 2008 (B)(6); product type accessory product ID 3778-45, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient's device problems were due to an over-discharge. It was noted this was the third over-discharge which lead to an end of service (eos) and was the reason for replacement. It was reported the reason for charging more frequently could not be determined since the battery was over-discharged.

Event description:
Additional information received reported the patient's device was replaced on the day of report and they are receiving "perfect coverage" with their stimulation.